Manufacturer narrative:
The trs100sb2 is used to retrieve tissue during laparoscopic surgeries. The complaint sample was not returned to anchor products. The manufacturing batch records were reviewed and no anomalies were detected. Based on the review, it was concluded that operational context caused or contributed to the event.

Event description:
Bag tore during removal of specimen while performing laparoscopic cholecystectomy.